Event description:
It was reported that, after a tka had been performed on (B)(6) 2016, the patient had stiffness. A revision surgery was performed to washout and debride the knee. An increase in range of motion was achieved; nonetheless, scar tissue formed again after surgery.

Manufacturer narrative:
It was reported that the patient underwent a first revision of tka in 2016 due to knee stiffness. Approximately, a month ago, a washout and debridement were performed due to stiffness with good effect (increased range of motion). The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Some potential causes of the reported event could include but are not limited to surgical technique or post-operative healing issue. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.